Event description:
It was reported that the patient called in the middle of the night related to (r/t) 2 low speed alarms which were transient. This occurred while connected to his mobile power unit (mpu). He related he was bending forward while in bed when the 1st alarm happened. Review of his history tab showed low speed advisory alarms on 28jan2020. He connected to battery power and called the customer. The patient underwent an external driveline exchange on 06jan2020 related to low speed alarms. There were no further alarms after the exchange and he was discharged home. The patient had xrays done. The log file captured speed drops less than the lower speed limit (lsl) on 28jan2020. These occurred while the patient was connected to the mpu. This appeared to be caused by a percutaneous (perc) lead short to shield. The evaluation of the external section of perc lead that was removed on 06jan2020 did not confirm any damage to the removed external section. It appeared the issues maybe internal.since the entire external section was removed another perc lead repair was not possible. On 29jan2020, perc lead images submitted were unremarkable. No further information was provided.

Manufacturer narrative:
Section d4, h4: additional information manufacturer's investigation conclusion: the report of a suspected driveline issue could not be confirmed during the evaluation of the returned segment from the heartmate ii lvas, serial number (B)(6). The submitted log files showed intermittent drops in pump speed below the low speed limit with corresponding low speed advisory alarms and low flow hazard alarms. All of the captured events occurred while operating on the mpu. An onsite driveline repair was performed on 6jan2020 by abbott personnel. The driveline was severed approximately 3.5 inches from the exit site and the distal portion was replaced with no issues under work order #00078881. The approximately 18" segment of driveline replaced by technical services was returned for evaluation. Examination of the driveline revealed no visible damage to the silicone jacket or bionate layer. Some breakdown of the braided shield was observed approximately 2.5¿ and 15¿ from the controller connector. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the driveline did not reveal any damage to the insulation of the wires. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. The evaluation of the returned driveline did not reveal a device related issue that would have contributed to a functional issue. The patient underwent a pump exchange on (B)(6) 2020 and the device was discarded. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a few yellow wrench alarms related to low speed. Patient reported each time it happened and the events occurred while he was connected to the mobile power unit (mpu) and was sleeping. Upon hearing the alarm beeping, he reported he woke up and the alarm resolved rapidly on its own without any intervention. Patient without any complaints. Patient was instructed to arrive to the clinic for evaluation and blood work. Technical services stated that the log file contained multiple low speed operation alarms while connected to the mpu. These alarms were associated with a short to shield condition. It was recommended that the patient stay on battery or an ungrounded cable. The device history showed flow of 4.5 lpm, speed of 8600 rpm with a lower limit of 8200 rpm, pulsatility index (pi) of 5.9, power of 4.6 w, mean arterial pressure (map) of 110 doppler, and automatic cuff pressure 117/93 (100). Last international normalized ratio (inr) checked on home machine on 30dec2019; inr was 2.3. On 03jan2020, x-rays received appeared unremarkable. On 06jan2020, technical services performed a percutaneous lead repair approximately 3.5 inches from the exit site. After the repair, the patient was tethered on a grounded patient cable without issue. No further information was provided.

Event description:
It was reported through patient product exchange that the patient underwent pump exchange, from heartmate (hm) ii to hm ii on (B)(6) 2020.